Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor controller was not putting out enough energy to move the rotor motor correctly. The system was repaired to specifications, passed system checkout, and was found to be fully functional. A gantry motor control has been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The gantry control box was returned to the manufacturer for analysis. Analysis found that the gantry control box was installed into a different imaging system. Communication was established, firmware download was successful, motion calibration failed, the rotor spin movement was intermittent with jerky and erratic motion. The gantry control box was faulty. Analysis found that the reported event was related to an electrical issue. The drive rotor tractor was returned to the manufacturer for analysis. Analysis found that motor isolation test passed. There were no opens or shorts in the motor assembly. The tractor drive assembly was tested with motion cart, forward and backwards motion passed, the brake was engaging and disengaging as normal. The drive assembly functioned as expected and passed visual inspection. There was no problem detected with the drive rotor tractor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Name of the initial reporter is unknown. A drive rotor tractor has been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the door was not opening. There was no patient present when this issue was identified.